Event description:
The user facility reported that an employee received a chemical burn when disposing of a partially drained s40 sterilant cup. The employee experienced a burning sensation on the palm of her hand. The affected areas were described as multiple and small; the areas were approximated to be the size of a pencil eraser to a dime. Discoloration of the skin did occur. The affected employee rinsed the area several times with water and self-administered salve and a bandage. No blistering occurred and the employee did not miss any time from work. The employee is reported to be fine with no sustaining injury. No procedural delays or cancellations occurred.

Manufacturer narrative:
A steris service technician arrived at the facility and during his discussion with the employee, it was reported that when the processing cycle was initiated, the cycle faulted for 'fill problem'. At this time, the employee removed the aspirated s40 cup and disposed of it manually, and experienced the burning sensation. The employee was wearing nitrile gloves at the time of the reported event but stated the gloves did not properly protect her from the sterilant. During inspection of the unit, the technician was able to confirm this cycle fault by referencing to the cycle tape printout. The technician replaced the ck4 and ck4 o-rings. A diagnostic cycle was performed; the unit was confirmed operational and returned to service. An in-service of use and operation of the unit was offered to the facility on(B)(4) 2013. The facility declined our offer.